Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced extreme slowness during fingerprint authentication. A technical support specialist (tss) connected to the station and placed it in carefusion administrator (cfnadmin) mode. The tss verified that all bd services were running and restarted the lumidigm biometric service. In device manager, the lumidigm biometric sensor was checked and the driver was updated. The tss then logged into the hardware test application (hta) to verify biometric functionality, where no errors were found, and a full system test was performed with all tests passing. The lumidvsvc.exe process and station logs were also reviewed, with no errors identified, confirming normal operation and resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system experienced extreme slowness during fingerprint authentication. The dispenser performed the scan; however, the screen was unresponsive, and access was only granted after approximately 8¿10 seconds. The customer stated that this malfunction caused a delay in reading the user's fingerprint. However, there were no adverse events or injuries reported based on this event.